Manufacturer narrative:
An ultrasound probe (maj-935) was used to assess the depth of invasion and was not associated with any adverse events. The suspect device has not been returned to olympus for evaluation. The investigation is in process. The literature article is attached for additional information. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "potential risk during endoscopic management of large duodenal polyps." This multi-center retrospective study reviews the patient characteristics, emr techniques, procedure outcomes, adverse events, and recurrence of large duodenal polyps in 65 patients. . Complete resection of the visible mass was achieved in 96.9% of cases. This study concludes that the talented endoscopists are critically required for endoscopic management of large duodenal polyps. While most immediate adverse events can be managed endoscopically, all preventive measures for delayed perforation should be applied before completing emr as these usually require surgical intervention. Type of adverse events/number of patients: intraoperative bleeding - 12 patients. Delayed perforation - 2 patients. Delayed bleeding - 7 patients. Recurrence - 11 patients. This literature article requires 3 reports. The related patient identifiers are as follows: -(B)(6) : gif-q180. -(B)(6) : tjf-160f. -(B)(6) : k-001. This medwatch report is for patient identifier (B)(6). There is no report of any olympus device malfunction in any procedure described in this study.

Manufacturer narrative:
This supplemental report is being submitted to provided additional information from the author and to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. The device history record was unable to be reviewed for this device since no product malfunction was reported. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event is an accident or a complication associated with a surgical procedure using the subject device. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Olympus will continue to monitor field performance for this device.

Event description:
In the medical opinion of the author, the olympus device did not cause malfunction nor the adverse events reported.